Event description:
On november 24, 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the meter in (B)(6) 2019 and since then she had been getting error 2, 4 and 5 messages. The patient manages her diabetes with insulin (no adjustments). She was unable to say if she had made any changes to her usual diabetes management routine after obtaining the error messages. She reported that on (B)(6) 2019, she opened the last 50 counts of her test strip and kept getting error 2, 4 and 5 messages and used up her remaining test strips. She stated that on (B)(6) 2019, she developed symptoms of ¿shaking, nausea, light headedness, dizziness, numbness and about to pass out¿. She reported that she called 911, and at about 5pm on (B)(6) 2019, she was told to drink two bottles of orange juice and eat a pretzel. She indicated that the emergency personnel tested her blood sugar level after she finished one bottle of juice and half of her pretzel and got ¿50 mg/dl¿, and 15 minutes after finishing the juice and pretzel she got ¿71 mg/dl¿. During troubleshooting, it was established that the patient had not been using the meter for the first time. The cca noted that the patient was unable to walk through a retest as she did not have any test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining error 2 messages on the meter.